Event description:
A discordant falsely depressed human chorionic gonadotropin (hcg) patient sample result was obtained on a dimension® exl¿ 200 integrated chemistry system. The falsely depressed patient result was reported to the physician(s) and was questioned. The same sample was reprocessed on the same dimension® exl¿ 200 integrated chemistry system on (B)(6) 2024. The higher reprocessed result obtained was considered correct and a corrected report was issued. There are no known reports of patient intervention or adverse health consequences due to the falsely depressed human chorionic gonadotropin (hcg) result.

Manufacturer narrative:
An outside united states (ous) customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding a falsely depressed human chorionic gonadotropin (hcg) patient result obtained on a dimension® exl¿ 200 integrated chemistry system. Siemens healthcare diagnostics headquarters support center (hsc) concluded the investigation of the event. Hsc reviewed the information provided by the customer and the instrument data files. Calibration and quality control (qc) recovered within the customer's expected ranges. Hsc observed the aspiration pressure was shifting high which suggests that micro clots were present in the affected patient sample. The cause of the event is consistent with a sample integrity issue. The customer is fully operational. The device is performing according to specifications. No further evaluation is required.